Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon rupture was noted near the proximal part upon first inflation at around 10atm within few seconds. The device was removed using normal method without any issue and the procedure was completed with another of same device. No complications reported and patient was good post procedure.